Event description:
Reporter alleged the lancet plunger of the lancet device which is used for finger-stick blood glucose monitoring will no longer puncture finger for testing. The manufacturer determined the lancet was protruding and would not retract. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.